Event description:
The report from the scorpius study indicated the patient experienced total atrial ventricular (av) heart block during the index procedure. The event was treated with the insertion of a temporary pacemaker. The event was reported to be resolved the next day. Additionally, the patient was reported to have suffered. Acute renal failure which was reported to have occurred the day after the index procedure. The event was reported to not have a cardiac cause. The event was treated by temporarily discontinuing (pausing) the patient's ace-inhibitor and with diuretics. The event was reported to have resolved after two (2) days with no residual effects.